Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Customer service provided guidance on resetting the pump, and after following these steps, the caller successfully started a new sensor session and did not encounter the error again.